Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. A root cause could not be determined. All information reasonably known as of 02 mar 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced different incidences, which were associated with separate units, involving different patients. This is the second of three reports. Refer to 3011270181-2026-00021 for the first report. Refer to 3011270181-2026-00023 for the third report. It was reported, ¿the new product has more ¿edges¿ and not as tubular in nature like the last one.¿ staff indicated that ¿patients seem to be much more sensitive/uncomfortable when repositioning the corpak,¿ and that there ¿have been a couple instances where we have alerted nursing staff about some areas that appeared to be the beginning of a pressure injury at the area between the nostrils.¿